Event description:
It was reported that the device was used during a laparoscopic hernia repair. The gasket tore and fell into the patient when a device was introduced into the trocar. The piece of the gasket was retreived and the case was completed with the same device. There was no consequence to the patient.